Event description:
During a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at 6 atms on the initial inflation. The lesion being treated was a calcified, 99% stenotic lesion in the hard tortuous mid right coronary artery (rca). All concomitant using products were unknown. The maverick2 monorail ptca catheter balloon was being used to predilate the lesion for placement of a cypher 2.5 x 18mm stent. The procedure was successfully completed with another maverick2 device. No patient injuries or complications were reported. Patient status is reported as 'good'.